Manufacturer narrative:
Life threatening added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been hospitalized. Multiple attempts were made to retrieve additional information from the customer; however, no reply was received.

Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
The customer's spouse stated that he found the customer unresponsive at approximately 8:00 am and the customer was taken to the hospital. The pump history showed that at 4:00 am, the customer bloused for 200 grams of carbohydrates and no blood glucose (bg) was entered. A tandem clinical diabetes specialist (cds) reviewed with the spouse how to enter the carbohydrates and bg into the pump in order to bolus. The customer was awake in the hospital by 2:30 pm. The cds advised the spouse to discuss the event with their doctor.